Event description:
After the vent runs on patient, it gets proximal pressure sensor auto zero failed alarm. Customer has re-aligned the solenoid pins to the da pcba. Device passed all testing and is placed back into service. No reports of patient/user harm. Investigation is ongoing.